Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarm and exposure to moisture. The customer's blood glucose value was 430 mg/dl. The customer treated with a shot. The customer reported a critical pump error. The customer stated that the leak occurred when the reservoir was in the pump. The customer stated that insulin was not visible under the lcd display. The product was returned for analysis.